Event description:
Had tubal ligation surgery on (B)(6) 2013. Was told the "cut and burn" method would be used, but found out over 3 yrs later that filshie clips were used. Knowing this now, helps make sense of problems. I've had since tubal ligation surgery. Within a week post-op, felt a pop on left side of abdomen, instantly followed by significant swelling of entire abdomen. I returned to surgeon who recognized the severe bloating, but struggled it off, telling me it should subside, but it never did. Also later in the same week following surgery, I experienced pressure in my neck with racing heart and increased blood pressure (164/114). My primary doctor started me on hctz for hypertension immediately. (I have been diagnosed with pre-hypertension prior to tl). Other problems experienced since I was violated by implantation of filshie clips without my knowledge are: shorter menses cycles. Pms, mood swings, extreme irritability, pain and spotting during intercourse, breast tenderness, brain fog, burning sensation and swelling in upper abdomen and front of rib cage just below breast with discoloration of skin, increased acne, anxiety/panic attacks, and inability to loose weight despite decreasing calorie intake and increasing cardio workouts. Filshie clips have had an extremely negative impact on my physical and emotional health and well-being.